Event description:
The customer reported that during a patient event, their device lost power. There was no additional information on the event provided. There was no information on the patient available. No adverse effects to the patient were reported.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. A review of the associated electronic patient records from the reported patient event revealed that the customer received several (14) 'replace battery' messages, starting at the initial power on of the event. These messages appear frequently throughout the observed device power off occurrences. Per the device operating instructions, if the 'replace battery' prompt is displayed/heard, the designated battery is between 0-5% power available. The device is designed to switch to the other battery in the device if adequate power is available. Both physio-control and the customer's logistics department were unable to duplicate the reported power off occurrences with two fully charged batteries installed in the device. The cause of the reported failure could not be conclusively determined.